Manufacturer narrative:
D10: additional concomitant - (B)(6) 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. H6: investigation results - the revision reported was likely the result of polyethylene wear and femoral loosening as stated in the legal documentation and experience report. The femoral loosening was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices and operative notes were not provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(4), 02-022-35-5011 - truliant tib imp ps insert sz 5 11mm. (B)(4), 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. Recall number: z-0023-2022.

Event description:
As reported by legal notification, the patient underwent a left tka on (B)(6) 2021 and was implanted with the truliant device. Following the surgery, the patient began experiencing increasing instability, aching and swelling to the knee. In (B)(6) 2022 the patient received a letter regarding the recall. In (B)(6) 2022 radiographs and a physical examination of the patient's left knee indicated that there is possible loosening of the femoral component, as well as local inflammation related to oxidation of the polyethylene which has been recalled by the implant manufacturer. The patient was diagnosed with failed total knee arthroplasty secondary to a recalled polyethylene insert and possible femoral loosening. Due to worsening pain, swelling, instability and failed total left knee replacement with possible femoral loosening, the patient is scheduled for revision surgery on (B)(6) 2023. Upon information and belief, the femoral loosening, pain, and worsening symptoms following plaintiff¿s left knee replacement were due to premature polyethylene wear of the truliant device.